Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was impossible to move the his bundle lead into the delivery catheter when the catheter was bent. The catheter and lead were removed. A new lead was implanted instead. No patient complications have been reported as a result of this event.